Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. An extended investigation was conducted and sensor was de-cased. The returned battery was measured to be within specification. Visual inspection was performed on the unit printed circuit board assembly (pcba), observed that the sensor¿s connector and antenna had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. The antenna was damaged, enabled to reprogram the sensor to perform the accuracy testing. Adc is unable to perform further testing at this time due to damage during de-casing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a sensor error message "check again in 10 minutes" with the adc device and was unable to obtain readings. As a result, the customer experienced loss of consciousness and/or seizure. There was no report of third-party intervention. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An additional investigation was conducted. (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded successfully, sensor state 7 with event code 11 and sensor state 8 with event code 9 is an indication that the sensor had terminated due to an intentional non-fatal error introduced by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. Data analysis is consistent with a failed insertion of the sensor tail. This indicates that the puck unsuccessfully applied with the sensor tail outside of the user¿s body. As a result, the sensor tail was damaged or had contact with surface blood or interstitial fluid creating a passed insertion check and limited historical log data. The puck was removed, and the puck terminated its function as designed after removal. De-cased the returned sensor and performed visual inspection of the printed circuit board assembly (pcba), observed that the antenna and molex connector had been damaged due to de-casing and are unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate and are unable to perform smu testing without the molex connector connected. The returned battery has been measured and results were within specification. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a sensor error message "check again in 10 minutes" with the adc device and was unable to obtain readings. As a result, the customer experienced loss of consciousness and/or seizure. There was no report of third-party intervention. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which it was reported a customer received a sensor error message "check again in 10 minutes" with the adc device and was unable to obtain readings. As a result, the customer experienced loss of consciousness and/or seizure. There was no report of third-party intervention. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.